Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 302 mg/dl. Troubleshooting was performed. It was found that the customer had not bolused on the day of the event. It was also found that the customer was unaware that she had the auto-off feature turned on. The insulin pump passed the prime test. The customer declined to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.